Manufacturer narrative:
Complaint conclusion: a 2mm x 2cm saber balloon catheter was delivered to the lesion and inflated; however the balloon ruptured at nominal pressure. Therefore, it was changed to a new balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was btk (below the knee). The lesion was heavily calcified and heavily tortuous, with a rate of stenosis of 100%. The product was stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. The product was not returned for analysis. A device history record (DHR) review of lot 17020760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a 2mm 2cm saber balloon was delivered to the lesion and inflated, however the balloon ruptured at nominal pressure. Therefore, it was changed to a new sleep balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the btk (below the knee). The lesion was heavily calcified and heavily tortuous, with a rate of stenosis of 100% (cto). The product was not clinically used. The product will not be returned for analysis.